Manufacturer narrative:
12/19/97-supplemental report # 1 submitted to FDA.

Event description:
The product was used during a gallbladder procedure. Reportedly, the instrument jammed. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.